Event description:
It was reported that there was bending on the black power cable. It was also noted that the patient had a low voltage alarm while connected to the mobile power unit (mpu). Review of log files noted power cable disconnects with the white power cable. Both the low voltage and the power cable disconnects alarms were reported to be a result of debris. The system controller power cords, mpu, all battery clip connections, battery ports and the universal battery charger were cleaned of debris. The alarms resolved after the cleaning and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via log file analysis. The mobile power unit (serial number: (B)(6) was not returned for analysis; however, a log file (20221011_023753) was submitted for review and showed events spanning approximately 13 hours (11oct2022 from 01:56:08 ¿ 14:17:07 per timestamp). Intermittent atypical power cable disconnect alarms coincident with rsoc invalid faults on the white power cable were active on (B)(6) 2022 from 06:10:57 ¿ 07:17:30 and on (B)(6) 2022 from 14:16:54 ¿ 14:17:05. Low voltage alarms became active during an atypical power cable disconnect event on(B)(6) 2022 at 06:26:17. These alarms cleared shortly after activating and occurred while connected to battery power and the mobile power unit. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis; however, per additional information it appears that debris within the connectors caused the alarms. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)was manufactured in accordance with manufacturing and qa specifications. Customer order # (B)(4) was shipped on 11apr2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.